Event description:
Report received of the pump not holding the programmed rate during set-up. The pump was received in the biomedical office from the emergency room with a note which read "biomedical". During testing at the user facility, while the pump was in "set rate mode", the "down arrow" would not work, but the "up arrow" and the "quick titrate" buttons did work. The rate reportedly would intermittently decrease at inconsistent values down to zero during the programming. At other times, however, the pump would hold the set rate. Multiple unsuccessful attempts were made to obtain information from the emergency department personnel. The biomedical engineer had stated that an incident report was not received with this pump complaint, and that there was no indication of any adverse patient event.